Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient was treated for a distal radius fracture. After the drilling with guiding block and drill sleeve, the surgeon tried to insert the locking screw with the screwdriver, but could not lock it. He checked the x-ray image and recognized the screw went through the plate. The surgeon removed all screw and plate and the penetrating screw. The surgeon re-fixed the fracture with new plate (four holes) and new screws. Reportedly the surgeon could insert the plate smoothly, however the screw went through without any resistance, and he could not identify the cause. This is 4 of 4 reports for this complaint (B)(4).

Manufacturer narrative:
Additional product code lxh. The manufacturing records were reviewed and no complaint related issues were found. The torque limiters were tested and found to be within the values of the requirements of between 0.67 and 0.70 nm. The instruments were visually checked and no damage was noted. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported as received conditions to be that the screw went through the plate. Two, torque limiter for testing and calibrating were sent to the service center. The provided functional test has shown that both, torque limiter do meet the specifications fully. We have re calibrated them and the next service will be 12 months from now. The plate got examined and found to be used and some threads are worn. The head thread of the locking screw is badly damaged. Further we detected that the star drive is damaged and the shaft thread is worn but in working order. The device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. We were not able to find the exact root cause of that complaint. No product fault could be detected.